Event description:
Early evening, the attending was suturing right hip with a 0-vicryl and this suture broke. Pieces of suture retrieved and appear to match in size. Second suture used, same type of suture, this same suture broke and retrieved. This happened a third time as well, with same suture and pieces matching and retrieved. An x-ray completed 10 minutes after initial suture. Attending radiologist called a further 10 minutes after that, attending to attending spoke to verify that x-ray of right hip negative.